Manufacturer narrative:
Corrections: a5. Product event summary: two controllers (B)(4) and 8 batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple critical battery alarms logged with an incorrect date stamp and no battery capacity, serial ID, or cycle count. Two (2) vad disconnect alarms and four (4) controller power ups were also recorded on controller (B)(4). These most likely were due to the reported controller exchanges and/or an attempt at troubleshooting. Additionally, review of controller (B)(4) log files revealed two (2) vad disconnect alarms were recorded on (B)(6) 2017 at 00:29:54 and 00:36:52, as well as two (2) low flow alarms. The vad disconnect alarms most likely correspond with the reported high priority alarms on the backup controller. Four (4) controller power ups were also recorded on controller (B)(4), likely due to the reported controller exchanges and/or an attempt at troubleshooting. Failure analysis of the batteries (B)(4) and backup controller (B)(4) revealed that the units passed visual inspection and functional testing. The reported display error event on controller (B)(4) could not be confirmed; alarms were displayed appropriately. In addition, an error message did not occur. Failure analysis of (B)(4) revealed that the device passed visual inspection. Functional testing revealed that the controller was unable to communicate with external batteries, resulting in critical battery alarms. Internal inspection of the controller revealed a damaged diode and a damaged integrated circuit on the communication line; the integrated circuit is responsible for the communication between the controller and batteries. The damaged components prevented the controller (B)(4) from determining the capacity of the battery, causing the controller to trigger multiple critical battery alarms. As a result, the reported inability of the controller to recognize a power source was confirmed. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a misalignment of a controller ac adapter on the power ports of the controller, causing a voltage spike on the communication pin of the connector. Additional products: controller 2.0 (B)(4). H3: yes h6 FDA method code(s): 4112, 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 controller /(B)(4)/ model #: 1420 / expiration date: 2018-02-28 UDI #: (B)(4). Yes, return date: 2017-12-12. No, device evaluation anticipated, but not yet begun mfg date: 2017-02-28. No. FDA device code(s): (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2017-02-28. (B)(4). Yes, return date: 2017-12-12. No, device evaluation anticipated, but not yet begun. Mfg date: 2016-02-28. No. FDA device code(s): (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-02-28. (B)(4): yes, return date: 2017-12-12: no, device evaluation anticipated, but not yet begun: mfg date: 2016-02-28: no: FDA device code(s): (B)(4): heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-02-28 UDI #: (B)(4). Yes, return date: 2017-12-12. No, device evaluation anticipated, but not yet begun: mfg date: 2016-02-28: no: FDA device code(s): (B)(4): heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-02-28. (B)(4). Yes, return date: 2017-12-12 h3: no, device evaluation anticipated, but not yet begun: mfg date: 2016-02-28: no: FDA device code(s): (B)(4): heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-02-28. (B)(4): yes, return date: 2017-12-12: no, device evaluation anticipated, but not yet begun: mfg date: 2016-02-28: no: FDA device code(s): (B)(4): heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-02-28. (B)(4). Yes, return date: 2017-12-12: no, device evaluation anticipated, but not yet begun: mfg date: 2016-02-28: no: FDA device code(s): (B)(4): heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-02-28. UDI #: (B)(4): yes, return date: 2017-12-12: no, device evaluation anticipated, but not yet begun: mfg date: 2016-02-28: no: FDA device code(s): (B)(4): heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2017-02-28 (B)(4): yes, return date: 2017-12-12: no, device evaluation anticipated, but not yet begun: mfg date: 2016-02-28: no: FDA device code(s): (B)(4): if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling increasingly unwell and experienced dizziness due to critical battery alarms and loss of power to the controllers. The patient¿s primary controller was no longer recognizing batteries or the power adaptor on power port two. The primary controller was exchanged to the back-up controller. When the back-up controller was put into operation, high priority alarms sounded. An error message was not readable. The patient was switched back to their primary controller as they were feeling increasingly unwell and dizzy and transferred to the emergency room. The defect of power port two on the primary controller was confirmed at the hospital as well as critical battery alarms. Data analysis was unable to be accurately performed. It was noted that all alarm messages on the primary controller were displayed with incorrect date and time stamps, the critical alarms were noted to be on controller power port one, and specific batteries that were used were unable to be identified. The back-up controller was able to operate without alarms on a testing pump. Both controllers and all batteries were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as remedial action and correction number information was received. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.